Event description:
A customer reported observing a leaking check valve while using an interlink continuflo solution set. The customer noted that the check valve appeared to be damaged and was leaking normal saline. This event occurred during patient use, though no patient injury was involved. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.